Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical center regarding a check supply line alarm. The hp stated that he had two bags connected; a 6l on the heater and a 3l on the side, the 3l is still full, so he unhooked the empty heater bag and then connected the 3l to the heater line. The technical service representative (tsr) explained that he cannot disconnect and reconnect bags once therapy has started and assisted with ending therapy. The hp is going to set up with new supplies and then call back so that he can get assistance with a manual drain since he was in a fill and normally gets on the home choice empty during a follow up the patient stated that new supplies were used to clear the alarm and there was no patient injury or medical intervention reported.